Event description:
Patient was admitted for ercp and possible endoscopic ultrasound (eus) with biliary rendezvous. During the procedure, the gi md attempted to place a wire into the pancreatic duct and the guide wire broke off. Attempts were made to retrieve the guide wire, but these attempts were unsuccessful. The patient was transferred to another hospital for services of an advanced endoscopy team. The device was not saved and was disposed of after this event along with any device identifying information. Reporting this case for the record.